Event description:
It was reported that the wake button was difficult to press. The customer's blood glucose was 30mg/dl. Customer consumed carbohydrates and tablets to address bg level. Customer acknowledged button functioning as intended and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.